Event description:
A technical supervisor reported that after insertion an intraocular lens (iol) was noted to have broken haptic. The surgical incision was enlarged to facilitate removal of the damaged iol and placement of another lens. Additional info has been requested.